Event description:
On 08-jul-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 626 mg/dl, resulting in emergency room treatment. The user was treated and released on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency medical treatment while on ilet therapy. Severe hyperglycemia requiring emergency department evaluation is consistent with acute metabolic decompensation requiring medical assessment. Review of available information identified that following premature cgm sensor expiration, the user did not initiate a replacement sensor. Engineering review determined that the ilet entered bg run and subsequently progressed to bg run expiration with insulin dosing stopped. At the time of contact, the user reported blood glucose values of 626 mg/dl and had initiated treatment with long-acting and rapid-acting insulin. The user subsequently presented to the emergency department for treatment and was discharged the same day. The user reported thirst but no other significant clinical findings. Based on available information, the event is attributed to failure to replace the cgm sensor following expiration, resulting in bg run expiration and interruption of automated insulin therapy. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.